Event description:
Hamilton medical ag received the following description from our partner: this g5 is an asset of nihon kohden and is a device that is loaned to the hospital as a replacement when the hospital device fails. We noticed this when the local staff was checking the operation of the device. After expiration, the peep is not well controlled and the waveform is not stable.

Manufacturer narrative:
The shaft of the expiration valve was cleaned but did not recover. After replacing the expiration valve, normal operation was restored.